Event description:
The customer states that when the device is turned on, it alarms and it has auto test failure. No pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.